Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and observed a broken o-ring on the rescue unit. To resolve the issue, the fse replaced the o-ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a training session, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The helium tank was hissing a noise despite that the o-ring on the tank was replaced. There was no patient involvement, and no adverse event was reported.